Event description:
The thumper was applied to a patient in cardiac arrest to provide circulatory support. It was reported by a nurse that after 3-4 compressions, he found that the base was broken and the column would not remain tight on the base. The thumper was removed and manual CPR continued. The patient was revived.

Manufacturer narrative:
The base involved in this incident was returned to the company and it was found that the column locating pin had been partially pulled out of the base and had broken off. Extensive tests were performed to duplicate the pin failure and find the cause. The pin in question is made from stainless steel and is pressed into the base. Test results showed that failure was not related to the pin material or any normal stresses that occur during normal use of the thumper, but rather improper attachment of the column to the base. If the thumper is used with the column in the wrong position and, therefore, not locked into the base, the locating pin can pull free and eventually break off. A new base has been supplied to the customer and re-training has been scheduled to prevent a future occurrence.